Event description:
During routine surgical implantation, surgeon observed that the locking nut was not fully seated in the pedicle screw assembly and connecting rod was not clamped; although, the maximum tightening torque was achieved. The pedicle screw assembly came apart on removal. Surgeon replaced the pedicle screw assembly with another assembly. No other complications or adverse events were reported.

Manufacturer narrative:
The pedicle head of the pedicle screw assembly was deformed and the bottom saddle was broken at point of attachment to the retaining pins. A definite root cause could not be determined.